Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: 05/18/06, inratio: 1.7, lab: >4.0.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was field: date 05/18/06, inratio 1.7, lab >4.0, mean: cannot be determined, confidence limits: cannot be determined. Per internal procedure, tr 0150, the calculated mean of the inratio meter and comparative system inr were calculated. The confidence limits cannot be determined. The caller refused to troubleshoot during the call. Insufficient info available. No conclusion can be drawn.